Event description:
It was reported, the leads moved. The patient could not provide more details and dates regarding the lead. The patient stated that they ¿must have taken a fall at one point.¿ it was noted that the healthcare professional (hcp) replaced the stimulator and implanted a different one. See manufacturer report #3004209178-2014-08811 for an event containing the same implanted devices. The event pertained to an allegation that pain relief stopped. It was unclear if the allegation of the lead migration was related or unrelated to the allegation pain relief stopping.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).